Event description:
Information received indicates the patient was on bypass for approximately five minutes when elevated pressures and high pressure drop was noted. The device was intra-operatively changed-out. Hcp indicated no patient complication resulted from product replacement during the case.

Manufacturer narrative:
Device history review could not be performed because product specific information (manufacturing lot number, or sn) was not provided. Analysis: the unit contains blood and blood elements within the device, specifically a large amount of clotting is noted throughout the fiber bundle and mandrel area. The product was cleaned and sent to the blood lab for pressure drop performance testing. Findings from device analysis do not confirm the reason for return; no failure was detected and the product was within functional specification for blood side pressure drop. Results of visual exam performed, found no physical damage noted. While an exact cause for the elevated pressure is unknown, the large amount of clotting seen within the unit could have caused the reported performance problems. Event information shows higher than normal pressure readings were noted at prime, but the unit was not changed-out. The event could have been due to certain case or patient factors related to transient high pressure phenomenon, as reported in the literature. Product specific information was not provided by the user. Conclusion: no patient event. The device was evaluated and alleged failure could not be duplicated - an exact cause for the reported event is unknown.